Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, the device was found to be in backup vvi. The device was exposed to MRI. Patient was asymptomatic. A device download was successfully performed. Patient condition was normal.